Event description:
Gloves are coming out of box with cuffs fused together, ripped, tearing. - 200 count box of bosma enterprises - precision touch ice size small precision touch ice powder free nitrile exam gloves noted to be defective. The 5+ gloves that were removed from the box were noted to be thin and tore when attempted to put on. - gloves packed so tight into the box that multiple gloves fell onto the floor when trying to remove a single glove. In addition to the loss of gloves to the floor, 3 gloves removed were already ripped and another glove ripped while donning. It also takes an unnecessary amount of time to don the gloves due to the suffocating packaging -new gloves easily rip and very thin. Delayed care due to constantly pulling new gloves because they are all sticking to each other and then rips or the edge of the gloves fall apart, and poor quality as I slide my hand in, it rips. Risk for fluid contamination to staff. - I have applied the new precision touch ice gloves size small all day today in several rooms. Every glove I initially put on ripped. I had to go through 1-3 pairs before I got one that did not rip. They are stuffed in the boxes so tight that when you pull a glove out they are sticking together. When you pull the gloves apart to put your hand in they rip. -the gloves provided are not osha standard. The gloves break during donning and during direct patient care where fluids are being delt with. - issue with new gloves: throughout tour multiple pairs of gloves tore upon attempts to separate at wrist, where the opening should be. Many gloves appear to be stuck/melted/fused together at the wrist end. Also, multiple gloves tore with attempt to don. These gloves are brittle and the glove boxes are packed so tight initially, it is extremely difficult to remove the first 10-20pairs without damaging the box or the gloves themselves. -went to grab a pair of gloves from the new supply of gloves, bosma precision touch ice, and they tore while I was placing them on my hands. Pt code: 4582. Device code:1069, 2284. Ref reports: mw5178793 and mw5178794.